Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.analysis was normal. No anomalies were found.

Event description:
It was reported that during the left ventricular lead implant, the patient experienced phrenic nerve stimulation. The lead was not used. A new lead was successfully implanted.